Manufacturer narrative:
MDR 9618003-2023-06784 / device 2 of 6: based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
This emdr is being submitted for six wafers from different market unit boxes with unknown lot numbers over the past few weeks. The end user reported that the starter hole of the wafers was significantly off-centered, resulting in more adhesive on one side of the hole than the other. He removed the protective cover sheet from the body side of the adhesive mass to visually inspect the wafer prior to applying. He felt that this made the wafer unusable. It was observed prior to use and the end user did not use the products. No photograph was available at this time.